Event description:
Reporter states the end user reached forward to pick up enduser's key from the ground when the armrest receiver failed causing enduser to fall forward onto enduser's legs which caused enduser to fracture their femur. At first enduers thought it was a torn hamstring, until the pain intensified and the brusing was significant enough to enduser to see a physician. The reporter stated that the armrest receiver was in pieces and the tightening clamp was not functioning which allowed the armrest to become dislodged from the receiver.